Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device exhibited myopotential oversensing which resulted in myopotential inhibition noted via in clinic visit. Programming changes were made. Patient was stable.